Manufacturer narrative:
Corrected fields: d1, d4. Updated fields: b4, b5, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, component, investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit and replaced vacuum pressure transducers (0682-00-0091-01). Ran the unit for an hour at 130 bpm and verified unit did not go above 73 degree celsius afterwards. Verified unit calibrated and passed all functional and safety tests per factory specifications, returned unit to customer. The following was performed by the maquet failure analysis and testing (fat) department wayne, nj: sr 05 sep 2024. The failure analysis and testing department received the following parts associated with this complaint: pn: 0682-00-0091-01 sn: n/a vacuum transducer pn: 0682-00 0091-01 sn: n/a pressure transducer. These parts were received with a reported unit failure message of compressor over temp message. Performed visual inspection of this part received and part looks to be in good condition. Installed vacuum transducer and pressure transducer into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per the cardiosave service manual pn 0070-00-0639 revision r. Performed all functional tests and all tests passed. The fat dept. Pumped the unit and did not observe compressor overtempt message. The fat dept. Could not verify the failure message of compressor overtempt message. Vacuum transducer and pressure transducer passed testing. Retaining both transducers in the fat dept. Per procedure 0002-07-d008 rev ar.

Event description:
It was reported that while device was running providing therapy to patient, the cardiosave intra-aortic balloon pump (iabp) unit had a compressor over temperature message. No patient was harmed, unit was swapped for known good unit to avoid patient therapy delay.

Event description:
It was reported that while device was running providing therapy to patient, the cardiosave intra-aortic balloon pump (iabp) unit had a compressor over temperature message.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.